Event description:
The surgeon was advancing a 20.5 diopter three piece silicone lens model aq2017v in the msi-ps injuector and the plunger rod bent and tore the lens. This was prior to insertion into the eye so no patient contact or injury.